Event description:
A customer contacted beckman coulter, inc. (Bec) to report that the unicel dxh 800 coulter cellular analysis system was leaking blood at the probe. The operator was wearing a lab coat and gloves at the time of the incident. There was no contact with mucous membranes or open wounds. Medical attention was not sought. Patient results were not affected. The customer performed a flush probe procedure which did not resolve the leak problem. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse aligned the sample probe to address the issue. The customer contacted bec on (B)(6) 2011 to report that leak issue remained. The fse returned to the site and removed and cleaned the probe wash block holder, re-routed the tubing to the wash collar so that the slack in tubing at the wash block remained constant. The fse then replaced the probe wash collar and flushed the probe waste chamber with bleach. Repair was verified per established procedures. Results met published performance specifications. This report is two (2) of two (2) and represents the event on (B)(6) 2011. No death or injury is associated with this customer feedback (cf) and there was no change to patient treatment.

Manufacturer narrative:
Root cause of the leak is due to the tube from the wash collar to the probe waste chamber being too tight. A product correct action (pca) (B)(4) letter was sent to dxh 800 customers in (B)(4) 2011 to inform customers of the issue related to the probe wash collar tubing becoming too stretched or trapped at the sample aspiration module (sam) and actions to take. The customer acknowledged receiving the pca letter. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. Related mdrs: 1061932-2011-01878, 1061932-2011-01879. (B)(4).